Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that fluid leaked from the bd pegasus¿ safety closed IV catheter system with q-syte¿ and hub connection during use. The following information was provided by the initial reporter, translated from chinese: "when the salesperson visited the hospital, the head nurse reported that there had been extravasation of blood and medicine when puncturing the patient. After pulling out, it was found that there was fluid leakage at the connection between the indwelling needle catheter and the catheter adapter. Affected quantity 1, no other adverse effects on patients."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 25-aug-2023. H6: investigation summary a device history review was conducted for lot number 2350855. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample was returned to aid in our investigation. Functional testing of the device was able to identify leakage at the root of the catheter tubing. Closer inspection of the damaged region has identified a small wound in the tubing that is consistent in appearance to a needle pierce through. A needle pierce through which occurs in the manufacturing process will result in a inoperable device, as the needle and tubing will for at the point of puncture and prevent insertion of the catheter into the patient's vein. Based on these observations our engineers believe the root cause for this event is related to a partial retraction, and reinsertion during use. This can result in needle skewering the catheter during reinsertion of the cannula.

Event description:
It was reported that fluid leaked from the bd pegasus¿ safety closed IV catheter system with q-syte¿ and hub connection during use. The following information was provided by the initial reporter, translated from chinese: "when the salesperson visited the hospital, the head nurse reported that there had been extravasation of blood and medicine when puncturing the patient. After pulling out, it was found that there was fluid leakage at the connection between the indwelling needle catheter and the catheter adapter. Affected quantity 1, no other adverse effects on patients."